Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. Visual examination shows that the shape of the tubing has changed but the tracheal cuff is not stretched over the tracheal cuff notches. The returned unit was inflated using the parameters set and deflated without any issue. The reported defect could not be detected on the unit returned for evaluation. The investigation found the device to function normally. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
We received a communication that at the time of inspection prior to use on a patient, the cuff did not deflate. The customer indicated that there was no patient involvement associated to this event.